Manufacturer narrative:
The pod was received with the needle mechanism un-deployed. It was determined that the needle mechanism had not fired due to interference from a damaged component. As a result, the cannula had failed to deploy and would not have inserted into the customer's skin. Therefore, a pod malfunction is determined to have directly contributed to the customer's high bg levels. The omnipod user's guide instructs the user to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user failed to note this condition when initially activating the pod. By checking the insertion site through the viewing window, it would have been apparent that the cannula had not deployed. The pod would not have been worn and would have been immediately removed and replaced. Note: the customer had stated that she believed, the cannula hadn't inserted due to a communication issue. Data downloaded from the pod found an alarm code that indicates a possible communication issue (the cause of which could not be determined, but may have resulted from the pod being moved away from the pdm or other conditions that may prevent the receipt of commands from the pdm). However, the cause of the failure of the cannula to deploy is confirmed to have been from a broken component. A review of lot qualification records was performed and no issue related to a failure of the needle mechanism to deploy was found. The lot had passed the acceptance criteria. The MFR has initiated a corrective action to investigate this failure mode to mitigate its recurrence. The investigation is in-process as of the date of this submission.

Event description:
The customer experienced high bg levels (greater than 500mg/dl) seven hours after the pod was activated. Her levels remained high (greater than 500mg/dl) over the following twelve hours (there is no indication that correction boluses had been administered during this time). She continued to wear the pod for a few more hours; bg levels had lowered to 429mg/dl and a manual insulin injection was administered and the pod was deactivated. She stated that she "barely felt a prick from the cannula insertion" when this pod was activated and that it "never activated, which caused the needle to not deploy" - she believes that the pod "never communicated with the pdm." The device will be returned for investigation.